Event description:
It was reported that the patient was a (B)(6) male requiring central access to administer meds. In pediatrics during insertion, the user noted that the swg kinked during the puncture procedure. A new kit was opened and a second picture was necessary in the femoral vein to complete the administering of antibiotics. A delay was reported, however, there were no reported complications or death to the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.